Event description:
Customer alleged head section would not elevate.

Manufacturer narrative:
A hill-rom technical support representative pulled up on head section while pressing head up button and head began to raise up and down. He ran the head section up and down several times and it operated normally.